Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) is "faulty" and "killing" them. The patient also reported that it is "regurgitating" and "destroyed three valves" in their heart. The ipg remains in use. No further patient complications have been reported as a result of this event.